Event description:
The patient suffered severe irritation and pain when a significan amount of ten20 conductive paste was accidentally introduced to the right eye. The patient was undergoing a sleep study. The irritation lasted several days and has subsided. The patient reported being sensitive to light in the first day or two of the incident. This mitigated over a short time and appears to have resolved.

Manufacturer narrative:
Information received by the patient's husband initially. This is a rare by anticipated reaction when a significant amount of paste is in the eye. It was a higher than body temp melt point. It is water soluble so will dissolve although this will take time. Meanwhile high level of salt in product can be irritating when in the eye. Recommended aggressive rinsing to the patient's husband. Not a device failure. Salts necessary for conductivity. Investigation conducted by interview of the patient, patient's husband, and the sleep study group.